Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Since the device was not returned (unknown if autopsy performed), no further investigation is possible at this time. Based on the available information, it is not possible to establish a definitive root cause for the reported event. However, from the document review performed, no manufacturing deficiencies were identified.

Event description:
On (B)(6) 2021, a perceval valve pvs23/m was implanted. The pre-operative conditions showed hypocardiac function with preoperative ef 31%. The echocardiography at discharge showed decreased wall motion and ef 31%, showing no improvement in cardiac function compared to preoperatively. Due to long-term dialysis, the shunt was occluded and dialysis was continued with tesio catheter indwelling. Bradycardia was 40-50 times / min from around 5/20, and there were no particular symptoms, but there was no improvement in the pulse even after discontinuation of carvedilol. On (B)(6) 2021, complete atrioventricular block was diagnosed, and a pacemaker was implanted on (B)(6) 2021. Fever was observed on (B)(6) 2021 and walking became difficult. The tee showed aortic vegetation and thrombus attached to the tesio catheter. Due to poor general condition and poor consciousness level, reoperation was not indicated, and the patient died and discharged on (B)(6) 2021.